Event description:
It was reported that the patient's pocket site was red and draining. It was indicated there was pump pocket dehiscence and infection. A culture was taken; "nothing grown at 3 days". The pump was explanted. The patient opted to not replace the pump. The patient recovered from the infection and was "good after explant". The pump was delivering sufenta, bupivicaine and clonidine.

Manufacturer narrative:
Catheter: model#8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4). Analysis of the pump revealed no anomaly found.